Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On 04 july 2025, senseonics was made aware of multiple hypoglycemic events where the patient did not receive alerts from eversense cgm system due to possible sensor inaccuracies. The event details are as follows: 1) on (B)(6) 2025 10:16 pm / sg 99 mg/dl - bg 42 mg/dl. 2) on (B)(6) 2025 6:49 am / sg 121 mg/dl - bg 58 mg/dl. 3) on (B)(6) 2025 5:30 am / sg 89 mg/dl - bg 62 mg/dl. In each of these events, the patient did not seek medical attention. For the events on 1-jul-2025 and 02-jul-2025, the patient self resolved by eating something. For the event on 04-jul-2025, the patient did not take any actions.

Manufacturer narrative:
The customer had not enabled data sync to data management system (dms), which is a cloud based platform supporting eversense systems. As a result, none of the examples provided by the customer could be confirmed. However, the customer provided certain screenshots of the eversense app showing the glucose values. Based on the review of those screenshots, there was no evidence of performance deviation. While one screenshot demonstrated good agreement between sensor glucose (sg) and blood glucose (bg) values, the other screenshots showed differences attributable to the expected delay (lag) that occur between changes in bg values and the corresponding sg readings. The lag is inherent to any cgm system and is not considered as a malfunction. A broader review of system performance outside of these examples was not possible due to lack of data in dms. B4.date of this report 18 august 2025. G3.date received by the manufacturer? 18 august 2025. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4112. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.